Event description:
It was reported that this right atrial lead experienced dislodgement. Due to this, high pacing thresholds, noise and loss of capture were observed. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial lead experienced dislodgement. Due to this, high pacing thresholds, noise and loss of capture were observed. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this right atrial lead experienced dislodgement. Due to this, high pacing thresholds, noise and loss of capture were observed. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.